Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found - defective (lcd) display/partial characters. Root cause: rc-026: meter displays partial characters due to user mechanical stress. The meter does not produce an e-4 or partial e-4 when running a blood glucose test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for defective lcd display, stating the true metrix air meter was displaying partial characters. Customer stated the lcd screen was not cracked and that it had no physical damage. Customer stated the true metrix air meter and not been dropped and nothing heavy had been placed on the screen at any time. During the call, the true metrix air meter displayed partial characters on the startup screen. The customer feels well and did not report any symptoms. Customer did not administer any medication based on results, and no medical intervention related to the displayed results was reported.